Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product problem was updated to adverse event for the no change in blood pressure experienced by the patient.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a titration issue during therapy in the intensive care unit. It was stated that the patient was started on a norepinephrine drip, which was necessarily titrated up over a period of an hour (dose and programmed amount unknown) with little to no response in the patient's blood pressure. The user disconnected the tubing from the patient and noted the drips coming from the tubing were coming at an inconsistent rate. The nurse set up and changed the norepinephrine to one of the older intravenous (IV) pumps and noted a response to the blood pressure of the patient and was able to then start titrating the medication back down. There was no known patient injury or medical intervention associated with this event. No additional information is available.